Event description:
Caller reported that the pump's battery would not charge. There was no adverse impact on the customer's blood glucose level due to this issue. Technical support advised using a different wall outlet, wall adapter, and charging cable, but these did not resolve the issue. The customer planned to use multiple daily injections (mdi) as a backup therapy.